Event description:
Info received indicates the left foot siderail will not latch due to a bent latch cover.

Manufacturer narrative:
The technician replaced the bent siderail latch cover to repair the bed.